Event description:
A report was received that the patient was experiencing uncomfortable stimulation in the right rib cage. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.